Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using two proglide devices via a 6fr sheath after an abdominal aortic aneurysm procedure. No femoral angiogram was performed. Reportedly, suture breaks occurred on both proglide devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported suture break and determined that the suture break was related to a posterior cuff miss/suture retrieval issue. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Further assessment per site operating procedures was performed and identified a product deficiency potentially related to the manufacture of the device. It was determined that this is an isolated incident and the issue does not affect a population beyond the original complaint device. Av will continue to trend the performance of these devices.